Manufacturer narrative:
Additional information: device evaluation: product evaluation found that the lens was returned dry in lens case/vial with clear surgical residue/debris on product. Visual inspection found no visible damage to lens. Work order search: no similar complaints were reported for units within the same lot. Corrected data: the reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -14.5/+0.5/59 diopter in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vault (vault value: 1182 um) and was exchanged on (B)(6) 2016 for a shorter same model, similar diopter lens. Patient's post-op uncorrected visual acuity (ucva) was reported as 20/25 with vault value = 450 um. Claim #(B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2 implantable collamer lens, -14.5/+0.5/59 diopter, into the patient's left eye (os) on (B)(6) 2015. On (B)(6) 2015, the lens was exchanged with a shorter lens due to excessive vault. The lens has been returned however, as of report submission date, it has not yet been evaluated.